Event description:
Patient reported left side rupture and "pain", and "stabbing and burning sensation in the breast." Device remains implanted.

Manufacturer narrative:
Clarifications to a2: date of birth: (B)(6) 1982.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and white encapsulation in the device. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nick in the shell, striated opening on posterior and anterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening. A striated opening on posterior and anterior assessed as surgical damage. Missing shell assessed as inconclusive

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture.

Event description:
Patient reported left side rupture and "pain", and "stabbing and burning sensation in the breast." Device remains implanted. .